Event description:
On april 23, 1999 safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: respiratory problems, including anaphylactic reactions and related mental and emotional distress, of a permanent, and continuing and life-threatening nature. Plaintiff sought medical attention for some of these symptoms on or about april 4, 1998, at which time plaintiff first became aware that his symptoms were related to a type I latex allergy.